Event description:
During a pta treatment procedure to place a wallstent rp, the amplatz s/s xch/035/260 guidewire could not pass through the wire lumen of wallstent. The lesion being treated was a calcified, 100% stenotic lesion in the superficial femoral artery. The physician used a 6p medikit introducer sheath for vascular access. The amplatz s/s wire was replaced with a new amplatz guidewire which was used without a problem. No pt injuries or complications were reported.